Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a damaged y402 crystal oscillator on the computer/analog board. The oscillator broken from the c/a board. The monitor showed evidence of extensive physical abuse, the monitor enclosure was cracked and the high voltage capacitor leads were lifeted from the defibrillator board. The root cause for the damaged monitor was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing service code 204 (belt/monitor unusable).